Event description:
Per the clinic, the patient experienced unusual noises and decreased in performance. Reprogramming and hardware exchange attempts were made; however, the issue could not be resolved. The patient also experienced pain, as well as beeping sound and unclear speech. Further reprogramming was performed, and the issue resolved. However, on (B)(6) 2025, the patient experienced pain and discomfort around the implant area. The patient also experienced non-auditory sensations and decreased performance. Subsequently, on (B)(6) 2026, the device was explanted. There are no plans to reimplant the patient with a new device as of the date of this report.